Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 11: 00 pm with blood glucose of 578 mg/dl. Customer feel ok to troubleshoot. Customer blood glucose started on (B)(6) 2017. Customer did not mention any symptom. Customer was hospitalized because they had diabetic ketoacidosis. Customer current blood glucose was 159 mg/dl. Customer blood glucose reading at the time of the incident was 500 mg/dl. Customer treated their high blood glucose with needles. Customer did contact their healthcare provider for high blood glucose reading. Customer was wearing the insulin pump during hospitalization. Customer drive support was normal. Customer changed their infusion set 3 days ago. Customer declined to check air bubbles or leaks. Customer did not mention of the cannula was bent. Customer did not check insulin pump setting and high pressure test. Customer prefer replacing the insulin pump. Insulin pump will be returning for analysis.